Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance. Programming changes were made. There were no patient consequences reported.